Event description:
The pump was set to deliver morphine in dose mode. A nurse noticed that the rate changed to above 900ml/hr when she pressed the run key. No further info was made available to MFR. No pt injury was reported.